Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the lens showed it was cut into 3 pieces and one haptic was broken. Loose particles were observed on the lens optic body compatibles with handling the lens out of the sterile environment. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected. The condition observed in the lens received is consistent with a lens that has been explanted from the patient eye. There is no evidence to suggest that the complaint lens reported has been affected by the manufacturing process. No further investigation is required. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the designated complaint types were generated. Review of the lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured was reviewed. The lens serial number corresponded to a 25.0 diopter. No deviation was reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6). In follow up it was learned that when the intraocular lens was explanted, the incision was enlarged 1mm. No other surgical complications occurred. Patient's distance vision ''slipped a little myoptic'' -1.0 sph = 20/20 but she is happy with her vision right now. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an tecnis multifocal zmb00u0250 was explanted from the left eye after the patient experienced 3.0 diopters of unexpected post-operative myopic refraction.